Event description:
The customer received questionable vitamin b12 results for four patient samples that had been tested in aliquot cups produced by the modular preanalytic analyzer (mpa). Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result was 30.78 pmol/l and was reported outside the laboratory. The sample was repeated and the result was 559 pmol/l. The patient was not adversely affected. The vitamin b12 reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The vitamin b12 reagent lot number was 174159. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.